Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Investigation summary: according to the information provided, it was reported that ratchet handle was broken. The complaint device was received and evaluated. Visual observations reveal that the collar tri-lobe pusher component was detached and separated from the device. In addition, the device was dull, and appears worn. The functional testing was not performed due to damage on the device. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the collar tri-lobe pusher was unscrewed from the cap retaining or can be associated to normal field wear. However, this cannot be conclusive. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopy procedure on (B)(6) 2020, it was observed that the ratchet handle device was broken. During in-house engineering evaluation, it was determined that the collar tri-lobe pusher component was detached and separated from the device. Another like device was used to complete the procedure with a five minute delay. There were no fragments generated. There were no adverse patient consequences reported. No additional information was provided.